Event description:
The customer reported that while monitoring patients, the xhibit central station (xcs) kept rebooting and requested a return authorization to ship the device in for repair. There was no patient or user harm associated with this event. An equipment service center technician tested the unit and the reported problem was verified. The issue was traced to a faulty motherboard. Once the motherboard was replaced, no further issues were observed and the unit was returned to the customer. The issue was a result of a faulty motherboard.